Manufacturer narrative:
(B)(4). Approximate age of device ¿ 73 days. The pump remains in use supporting the patient. No further events have been reported. A direct correlation between the device and the reported infection and sepsis could not be determined through this evaluation. The instructions for use lists driveline infection and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a bacterial driveline infection. The patient became septic and was febrile with leukocytosis. It was noted that the blood cultures showed growth of group b streptococcus. The patient's white blood cell count was 17.6 *10^9/l, temperature was 101.9 degrees f, heart rate was 81 bpm, and respiratory rate was 16 br/min. The patient was hospitalized and changes were made to the patient's medication. The patient was given parenteral antibiotics, gentamicin and penicillin g for 42 days. No further information was provided.